Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found the shaft was bent and wrinkled with broken braid wire exposed. A scanning electron microscope (sem) test was performed and results show that the outer surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Further information received indicates that rspv bottom was hard to approach and the physician used the deflect function of an agilis sheath and the smart touch catheter maximally to approach the site, this might contributed to the catheter damage. An internal corrective action was created to address the thermocool smart touch broken shaft issue. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Due to the shaft condition and event reported, an electrical and deflection test were performed and catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a smart touch bidirectional catheter and cosmetic damage occurred to the catheter. The physician felt that the smart touch catheter seemed to be broken when the catheter was deflected fully at the right superior pulmonary vein (rspv) bottom, which is hard to approach. The catheter was removed from the patient without difficulty and was confirmed that the shaft of the catheter was broken. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. Upon request additional information was received on the event. There was no resistance felt when inserting the catheter into the agilis sheath. A picture was provided and reviewed and no wires seem to be exposed as well as there was no information was provided that wires were exposed. Therefore this event was originally assessed as not reportable. The catheter was returned to biosense webster and it was discovered that the shaft was bent and wrinkled with broken braid wire exposed inside the wrinkled area about 17.2mm from the transition area with tip lumen. This is indicative of a reportable finding. The awareness date has been reset to the date the finding was discovered (B)(6) 2015.